Event description:
Customer reportedly received the following results on 2 different systems within 10 minutes: 17.0 mmol/l (mobile system) and 7.0 mmol/l (compact plus system). No actions were taken based on the results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus system. (B)(4). Device was not returned to manufacturer.